Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nausea, vomiting, inflammatory response, liver disease/toxicity, cancer, and death. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nausea, vomiting, inflammatory response, liver disease/toxicity, cancer, and death. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that ui (users interface) knob missing. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. White and tan dust-like contamination at the air inlet and the inside bottom of the blower box. Thermal event on humidifier harness connector and pca at j9. Potential fluid spots on the bottom of the blower box indicate potential water ingress. Potential fluid spots on and inside the blower motor indicate potential water ingress. Significant potential mineral deposits in humidifier water tank, enclosure and dry box/seals. The air outlet port had dust-like contamination in it. Tan dust-like contamination at the air inlet. The enclosure. Dust-like contamination on top of the blower motor. Dust-like and hair-like contamination in the bottom of the blower box. Potential fluid spots on the bottom of the blower box indicate potential water ingress. Potential fluid spots on and inside the blower motor indicate potential water ingress. Air inlet seal had yellowed and had dust-like contamination on it. Both non-slip pads deformed flip lid seal had unknown contamination on it. White and brown dust-like contamination, throughout humidifier enclosure. Potential mineral deposits throughout humidifier enclosure. Unknown white and tan dust-like contamination on and under the heater plate. Potential mineral deposits under the heater plate. Unknown white dust-like contamination on the dry box seal. Potential mineral deposits on dry box/seals significant potential white mineral deposits inside the water tank. Unknown tan dust-like contamination in the iso port the contamination found in the humidifier enclosure is considered not to be in the airpath. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation. Pil was not able to confirm the complaint or address the symptoms specified. In box-h: evaluation method code, evaluation result code, component code and conclusion code has been updated in this report.

Manufacturer narrative:
In the previous report, the manufacturer captured incorrect information in box d. The following correction has been corrected in this report. In box d: the date returned has been corrected.